Manufacturer narrative:
An event of the valve migrating upon deployment and snaring the device was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note that per the instructions for use, artmt600148225 - a, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." And "caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath the valve and remove the valve from the patient. Use a new valve and delivery system to complete the procedure."na

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for implant. The annulus and leaflets were noted to be moderately calcified with presence of calcific nodules on valve leaflets. The physician attempted several times to achieve an implant depth of 3mm on the left coronary cusp (lcc) side in the 2nd and 3rd cusp view, however cardiologist was consulted and the decision was made to implant despite the implant depth being approximately 1-2mm les than recommended. The valve migrated upon full deployment and was snared. Therefore, a valve-in-valve procedure was performed and a non-abbott valve was successfully implanted. Post-dilation was performed due to regurgitation. The patient remained hemodynamically stable throughout the procedure and a prolonged procedure time was reported. The patient was reported to be stable and well.

Manufacturer narrative:
An event of the valve migrating upon deployment and snaring the device was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." And "caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath the valve and remove the valve from the patient. Use a new valve and delivery system to complete the procedure."h6 medical device problem code 2017 added

Event description:
N/a.